Event description:
On 13-oct-2025 the user¿s caregiver reported that on 13-oct-2025 the user experienced hypoglycemia with a bg of 50 mg/dl. The user performed multiple supply changes without rewinding the device prior to inserting the cartridge, and no additional pre-hospital details were provided despite follow-up attempts. The user was taken for medical evaluation and was hospitalized for the low blood glucose event, but no further information regarding treatment, discharge timing, or discharge status was provided despite follow-up attempts.

Manufacturer narrative:
It was reported that the user performed multiple supply changes without rewinding prior to inserting the cartridge, leading to inadvertent insulin delivery and a subsequent low blood glucose event requiring hospitalization. Numerous attempts were made to gather additional information, but no further details regarding the user¿s hospitalization, treatment, or device status were provided, and no device malfunction has been confirmed. A follow-up MDR will be submitted if additional information becomes available or if device evaluation is possible. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.